Event description:
International customer reported that erratic high/low glucose results were generated by the system. It is unknown if the initial erratic results were reported out of the laboratory. No further information relating to the results was provided. No specific number of results or patient details were provided. It is unknown if there was any change to the patients' treatment or care. There is no report of any serious injury or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer visited the facility and replaced the glucose module. No further information was provided. No specific root cause of the event was provided or identified. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for additional reportable events.